Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that while trying to pull customer's pants up, the customer's mother pulled the infusion set along from the customer's leg. The customer's mother stated that they tried using the same reservoir while changing the infusion set that was pulled, but kept getting no delivery. The customer's mother was assisted with no delivery troubleshooting. The customer's blood glucose level at the time of incident was 150mg/dl. The customer's mother stated that the no delivery was resolved by changing the reservoir. The reservoir will not be returned for analysis.